Event description:
It was reported to philips that the system's x-ray computer was unable to boot, preventing a full system boot. No harm to the patient or user was reported. Philips has started an investigation of this complaint.